Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report to be complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 500 mg/dl. Troubleshooting was performed. The customer stated that she was disconnected from the insulin pump and treated with an insulin drip. The customer was vomiting and her glucose level kept elevating. The customer stated that she changes the infusion set every three days. Advised the customer to change the infusion set every two to three days. No further information was provided.